Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were still having a lot of problems with soaking the bed at night so they had cut back on their fluids. They talked to one of the nurses at their managing physician's office the other day and thought they had an answer but they were not sure if they were properly understanding the therapy on/off arrow in the therapy app. The patient wanted to confirm that therapy should be in the "on" position and should not be turned off. Reviewed that if patient turned therapy off, they would be turning their stimulation off. This resolved the issue and patient confirmed they had therapy on as intended. The patient called back in the next day and mentioned that they forgot to ask something regarding their previous call. They stated that they had an extensive root canal the day before and that they were going back to their dentist today to get their teeth cleaned and have a crown put on their root canal. The patient then wanted to confirm if that was safe for their implant, and agent reviewed compatibility information. The patient also mentioned previously reported information regarding soaking the bed at night and added that they wore pads and briefs, and that they had the increase of symptoms in the night after the root canal was put on which was 3 hours with the "drone." The patient will maintain and continue to monitor their symptoms and will follow up with their doctor if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.